Event description:
The manufacturer received information that a loaned trilogy o2 ventilator was reported to have been returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. On device evaluation, a "ventilator service required" alarm occurred. The alarm was identified as an issue of the communication between the host and oxygen blending module (obm) was lost. This may impact therapy. The oxygen blender and interface printed circuit board assembly were replaced to address this issue. Periodic maintenance was completed on the device per maintenance procedure. After repair and maintenance, the device passed all testing and was confirmed to be operating properly.